Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a cataract extraction procedure, after the lens implantation the patient experienced unsatisfied vision both distance and near due to lens decentration. Additional information has been requested, however reporter indicated that no further information will be provided.